Event description:
A report was received that the patients ipg turned sideways making it difficult to charge. The patient underwent a revision procedure wherein the ipg was repositioned where it lays flat. The patient was doing well postoperatively.